Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that the following complications were reported post implant; four minor pocket hematomas where no intervention was required, and one wound complication (including incision/superficial infection) where no intervention was required. It was also reported that one patient experienced multiple inappropriate shocks within 5 days of the implant procedure, due to air entrapment. The sense vector was reprogrammed to resolve this oversensing of noise due to air. Finally, one patient received inappropriate shock therapy due to rapidly conducted atrial fibrillation (af). No device explants or other surgical interventions were required in the study population of 48 patients.